Event description:
The customer reported the subject device exhibited the instrument channel malfunctions. The reported issue was observed while preparing the subject device, prior to an unspecified procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the air/water channel. This report is being submitted for the malfunction found during device evaluation (foreign material in air/water channel). Three attempts were performed to obtain additional information regarding the reported event, but no response was received from the customer.

Manufacturer narrative:
In addition to foreign material in air/water channel, service found the light guide lens was cracked and chipped. The plastic distal end cover was dented and scratched. The bending section cover was cracked, the insertion tube insulation was near threshold value, the connecting tube was scratched, the air/water flow was out of specification, the paint on the suction cylinder nut was peeled, the channel mount was deformed, the universal cord was scratched, the bending angle was out of specification, and there was play in the angulation knob. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.